Event description:
It was reported that a patient underwent a caesarean section (c-section) procedure on (B)(6) 2025 and a suture was used. At 08:45, a full-term pregnant woman was admitted to the hospital due to labor. She underwent surgery from 08:35 to 09:05 due to a "request for surgery". During the lower segment cesarean section under combined spinal epidural anesthesia and nerve bloc surgery, the uterus was sutured, but the suture broke. A new suture was replaced and the procedure was continued. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any adverse consequences associated with the patient? A manufacturing record evaluation was performed for the finished device and no non-conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.